Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient got no relief at night when lying down, had to get up at least 3 times, and used incontinence pads at night. This had started since implant of the device . They stated that they had perfect symptom control during the day and was able to go 4.5 hours without having to go to the bathroom (¿which was a ¿huge improvement from before¿). No troubleshooting had been performed yet. The patient stated that they were going to try turning the stimulation down at night and leaving the stimulation where it was helping them during the day. In addition, the patient reported that their ins had ¿been firm/was ticking out¿ a little bit after they got it implanted but mentioned that they noticed the implant site wasn¿t firm anymore. It moved around a little bit when touched. This had started ¿about a month ago¿ (2019). They last had the ins site checked at their last follow up appointment in (B)(6) 2019 where the doctor stated that the implant site looked fine at that time. The patient was going to follow up with their healthcare professional (hcp) about if adjustments of turning the stimulation up at night did not resolve their symptoms. There were no further complications reported or anticipated.